Event description:
After placing a clip, the physician attempted to reposition the clip. While repositioning, the clip sprung open, ripping the neck of the aneurysm. Uncontrolled bleeding occurred until the physician could place another aneurysm clip. Pt with hemiplegia and altered level of consciousness post-oepratively.